Event description:
It was reported that the right ventricular lead was oversensing non-physiologic noise and non-sustained tachycardia episodes with noise on the electrogram (egm) were noted; the lead integrity alert was triggered. The lead was reprogrammed and remained in use, but was subsequently explanted and replaced. During the lead replacement procedure, it was noted that there was a complete fracture of the inner coil at the suture tie down sleeve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead in segments was returned and analyzed with no anomalies found. Visual analysis noted the lead was damaged at explant. This device was included in a field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products : 5076 implantable pacing lead, (B)(6) 2010; 4196 implantable pacing lead, (B)(6) 2010. (B)(4).